Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the unit broke off, but all parts were retrieved and the surgery was completed successfully without medical intervention or adverse consequence.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. The dual edge shaver cutter was visually inspected for damages, and none were present. The inner shaft was manually spun in the outer shaft no interference or clicking was observed. The cutter was connected to a formula shaver and a crossfire 2 console. When activated no interference or clicking was present.therefore the failure mode could not be confirmed. The probable root causes could be the shaver, and/or debris was stuck in the shaft. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the unit broke off, but all parts were retrieved and the surgery was completed successfully without medical intervention or adverse consequence